Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lung cancer resection, while removing the lung tissue, there was poor staple formation as no b shaped staples were formed and there was an incomplete staple line distally. The staple line was fixed by manual suturing in order to complete the case.